Manufacturer narrative:
Visual examination confirms the drill hit the bent tip of the guide causing the shavings to occur. Issue was the direct result of the material on the guide. The material on the drill guide has been changed to increase its strength.

Event description:
Sales representative reported that the guide became bent during a bankart slap repair. As a result of the guide bending, the drill came in contact resulting in shedding in the joint. It was confirmed that the shavings were not removed from the pt. The surgery was continued using these instruments, no back-up device was used. The surgeon did not experience any delay to the surgery. Pt had extremely hard bone. No pt injury resulted.